Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) is completed. The reported problem (will not power a monitor) was confirmed. As received, the battery pack would not recharge or power a monitor. The cause for the failure was isolated to excessively discharged battery cells. The root cause for the discharged cells could not be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A us distributor contacted zoll to report that battery pack sn (B)(4) would not power a monitor.